Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife xl was intended to be used in the common bile duct in an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2021. During preparation outside the patient, it was noticed that the wire connected to the handle was cut because the needle from the distal portion was bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned microknife needle knife was analyzed, and a visual evaluation noted that the cutting wire at the handle section was broken and kinked. Evidence of bending forces was observed at the broken area. These findings were consistent with the findings when the device was observed under magnification. X-ray inspection was performed and it was found that the working length at the proximal section was kinked. A functional evaluation was not performed due to the condition of the device (broken cutting wire). No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken and kinked at the handle section. Additionally, the working length at the proximal section was kinked. Based on the condition of the device and the information that the problem occurred during preparation, the problems found could have been caused due to handling and manipulation of the device during unpacking/prepping causing the bend/kink at the proximal section. Probably the working length kinked at proximal section could have caused some friction with the cutting wire during the handle actuation and this condition could have contributed with the wire breakage. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a microknife xl was intended to be used in the common bile duct in an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2021. During preparation outside the patient, it was noticed that the wire connected to the handle was cut because the needle from the distal portion was bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.